Event description:
Per the clinic, the patient experienced tinnitus and headaches with or without stimulation. The patient also reported pain above the ear when the area is palpated, and intolerance to stimulation. The issue could not be resolved, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.